Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout procedure. During the procedure, the right ventricular (rv) lead had failed to be disconnected from the set screw of the pacemaker. The physician attempted several times but was unsuccessful. The rv lead was capped and replaced, and the pacemaker was explanted and replaced on (B)(6) 2024. The patient was in stable condition.